Event description:
On july 30, 2025 FDA notified rohrer aesthetics, inc. Of a voluntary report by a patient, report number mw5172797. Patient claims that she got a very bad burn in her vagine from a co2 laser from her primary care docutor's office. She states that she could barely walk and went to the emergency room where she was given burn cream and pain medication. After 3 months she is still having problems with pain in her vagina and not sure if she is healed yet.

Manufacturer narrative:
There was not enough information to fully investigate this claim. The initial reporter asked to remain confidential so there were no identifiers that would enable us to find a user facility that used a device to cause this injury. Rohrer aesthetics searched our database of complaints and had no other claim of a bad burn in a vagina.